Manufacturer narrative:
Method: complaints history review. Results: further information was not provided about the patient, the product details, or the initial surgery. The patient provided no contact information for follow up. Without further details or a device to evaluate, the probable cause of the reported event cannot be determined conclusion: it was reported by a patient phone call that the anchor c cage had not "healed correctly." The IFU for anchor c indicates that non-union and delay fusion are both potential adverse effects. The IFU also indicates that patients with previous spinal surgery at the level(s) to be treated may have different clinical outcomes compared to those without a previous surgery. The patient reported that he had a previous spinal surgery but it is unknown at which level.

Event description:
It was reported that the patient called into stryker spine claiming there were issues with an anchor c implant. The patient stated that it had been implanted 20 months prior ((B)(6) 2012) and there was 20% healing. The caller asked to know why this implant has not healed correctly, he was told without information from his case, it could not be determined. The patient further stated that they were planning to have a revision surgery in two weeks and will be seeing the doctor prior.

Event description:
It was reported that the patient called into stryker spine claiming there were issues with an anchor c implant. The patient stated that it had been implanted 20 months prior ((B)(6) 2012) and there was 20% healing. The caller asked to know why this implant has not healed correctly, he was told without information from his case, it could not be determined. The patient further stated that they were planning to have a revision surgery in two weeks and will be seeing the doctor prior.